Event description:
Advertisement appeared in the orthodox observer, a publication of the greek orthodox archdiocese of north and south america. Rptr feels this ad is grossly misleading by implying treatment of all types of athogens through "de-activation." The name also suggests it is an effective treatment for the human immunodeficiency virus. Further evidence for device efficacy is implied by having the pt analyze the blood for cd-4 counts in a before and after manner. Rptr respectfully asks the FDA to investigate this product and MFR for attempting to mislead the public by advertising a medical device for the treatment of a life threatening disease. Additionally, rptr asks that all current advertising be removed from print and the newspaper be asked to recount the advertisement. Lastly, the publication should be sent the guidelines regarding publishing advertisements of medical products.